Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that battery compartment a was not recognizing a fully charged battery. There was no pt involvement.